Manufacturer narrative:
Continuation of medical devices: u128 ipg implanted: (B)(6) 2018, 5076-58 lead implanted: (B)(6) 2016, 5076-52 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s relative called to report the patient¿s left ventricular (lv) lead was replaced because the patient was experiencing hiccupping. Follow up confirmed the lv lead was removed because the patient was experiencing phrenic stimulation and the lead had a high pacing threshold attributed to the anatomy of the patient. No further patient complications have been reported as a result of this event.